Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen was frozen. Customer blood glucose reading 200 mg/dl. Troubleshooting was performed. Minimed logo, time and circle were not showing. Customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. Customer also stated the buttons were unresponsive. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Time advances properly. No frozen screen noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.